Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent anterior colporrhaphy and an enterocele repair on (B)(6) 2013. No additional information was provided at this time. (B)(4) - enterocele.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence and a cystocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. (B)(4) - bowel problems.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted concurrently with anterior colonopathy to treat stress urinary incontinence and cystocele. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. Post implantation the patient also experienced extrusion, infection, urinary problems, dyspareunia, neuromuscular problems, vaginal scarring and recurrence and has undergone multiple surgeries and revisionary procedures. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.